Manufacturer narrative:
(B)(4). Phone number: (B)(6). The field service specialist (fss) visited customer site and confirmed both errors 2011 and 2012, which per fss occurred on the same day. Fss also found the top tank assembly (t3 tank/reservoir), which is clamped on top side of the machine, was removed from the clamp and damaged the printed circuit board (pcb) and communication port because of shifting. Fss re-fixed the top tank assembly back to the clamp as well as replaced the damaged pcb and communication (advantech single board computer (sbc), versalogic printed circuit board assembly (pcba) and 2b rohs programmed module were replaced on the unit). After replacing parts, the issues were rectified. Through a follow up with the fss, it was confirmed that both 2011 and 2012 errors were related/were result of one problem with the machine. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for this system was also performed which showed that there were no issues or non-conformities and that the system and its components met all specifications prior to being released. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that errors 2011/2012 (error getting version strings from instrument host/instrument host timeout error) occurred with the whitestar signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.